Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented to clinic for follow-up, device was found to be in back-up vvi. Device download was performed successfully.